Manufacturer narrative:
Additional information was added to e3: occupation, h3, h4 and h6. Correction made to g2: report source: company representative, foreign, healthcare professional (previously submitted as company representative, foreign) h4: the lot was manufactured from june 12, 2020 - june 15, 2020. H10: the device was received containing 224 ml of fluid in the bladder. Visual inspection was performed using the naked eye which observed the absence of fluid flow coming out at the distal end of the flow restrictor. Additional force prime was performed; however flow was not observed. The reported condition was verified. The cause of the flow problem was due to white crystallized which blocks the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/device available for evaluation: it was reported that the event occurred on an unknown day in (B)(6) of 2021. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during use of the device. The device was filled with 2000mg vancomycin in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.